Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead, had a history of falsely triggering rv lead integrity alert due to the rv lead sensing the patient's atrial flutter or farfield p-wave oversensing. It was believed that the rv lead integrity alert tone was programmed off. However, the patient indicated that the device was alerting every 2 hours and sounds different. A review of device data found evidence supporting the patient's prior observation of alerts. It was noted that the rv lead integrity alert was still programmed on with the low urgency tone, and indicated as the source of the patient's alert observations. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.